Event description:
It was reported that during a staple hemorrhoidectomy procedure, the doctor proceeded with standard fixation of the anal dilator and purse string with the endoscope in the device set as usual. He closed the stapler to the firing region without any adverse condition. During the firing, he found that the stapler fired without cutting the washer and no "crunch" sound was heard. He waited for a few minutes and opened the stapler. The stapler did not cut the washer and was still attached to the patient. He used a diathermy to cut the attached tissue at the eleven o'clock position to remove the stapler and used suture to control the bleeding. After removal of the stapler, he also found that staples in the 2-7 o'clock position were malformed and suture was used to control bleeding and fix the tissue. The stapler was sterilized and is being returned for analysis. After the procedure the surgeon examined the stapler and found that the washer was partially cut in the wrong position and the knife blade in the stapler's housing was malformed. Additional information requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.